Manufacturer narrative:
B5 updated. The investigation is still ongoing.

Event description:
The complainant reported that the impella was successfully weaned and that there was no impella-related harm.

Manufacturer narrative:
On 4-mar-2026, abiomed received additional information indicating that there was a false alarm. As a result, the h6 medical device problem code has been updated to reflect "false alarm" (a160105). The h6 medical device problem code for device sensing problem (a0709) no longer applies.

Event description:
It was reported that the device impeller was correctly positioned in the left ventricle. It was reported that there was an "impella in the aorta" alarm. There was no patient involved.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.